Event description:
A report was received that the patient was having to charge frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient had the ipg replaced and is reportedly doing well.

Event description:
A report was received that the patient was having to charge frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient had the ipg replaced and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of the premature battery depletion of the ipg was confirmed. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The device profile indicates that the complaint started right after reported use of electrocautery in a procedure performed on the patient, and the complaint report indicates the patient had electrocautery used in the past. The monopolar electrocautery procedures are a known source of high-voltage transient that can damage the aic-u1. The monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).